Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within one day of the implant procedure, the patient experienced a heart rate of 45 beats per minute due to high right ventricular lead threshold. The output was reprogrammed and then the lead was repositioned. The following day, the lead was not capturing and again the output was reprogrammed to achieve capture. The physician noted the lead did not appear to be dislodged, however the lead was explanted and replaced. No patient complications have been reported as a result of this event.